Manufacturer narrative:
D10: 300-01-09 - eq, humeral stem primary, press fit 9mm: (B)(6). 300-10-45 - eq replicator plate 4.5mm o/s: (B)(6). 300-20-02 - eq square torque define screw drive kit: (B)(6). 310-01-47 - eq, humeral head short, 47mm (beta): (B)(6). 314-13-13 - eq cage glenoid medium, beta: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty. Subsequently, the patient reported that their shoulder replacement deteriorated which caused poisoning in their body. As a result, the patient underwent a shoulder revision approximately 12 years and 1 months after initial implantation. No further patient impact reported. No further information available.